Event description:
Recall phillips bipap v30 auto foam seal in bipap was disintegrating due to routine cleaning. Bipaps were pulled out of service and phillips has submitted a new foam formula. Additional filter can be added to the bipap but this increased the discomfort of patients so the units have been pulled. Waiting for alternative seal fix.. Manufacturer response for phillips bipap v30 auto, phillips bipap v30 auto (per site reporter). Recall offered work around for device.